Event description:
It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. The device was required for percutaneous drainage of the bile duct in a male patient. After placement of the drainage catheter, aspiration was attempted using a syringe. However, drainage was unsuccessful, and air was observed entering the syringe. Even after connecting a drainage bag, drainage could not be achieved. To address this issue, the connection between the drainage bag and the hub of the drainage catheter was wrapped with tape, which eliminated air entry. The catheter was used until the patient was discharged. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a: additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product codes: gbo; lje. H3: device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: d9 - date returned to mfg. Correction: h6 - annex a. Investigation ¿ evaluation: it was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. The device was required for percutaneous drainage of the bile duct in a male patient. After placement of the drainage catheter, aspiration was attempted using a syringe. However, drainage was unsuccessful, and air was observed entering the syringe. Even after connecting a drainage bag, drainage could not be achieved. To address this issue, the connection between the drainage bag and the hub of the drainage catheter was wrapped with tape, which eliminated air entry. The catheter was used until the patient was discharged. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One catheter was returned in an opened and used condition. The catheter appeared to leak where the shaft of the catheter meets the white cap. No flaps or tears were noted in the material. The distance between the cap and the hub was measured and determined to be within specification. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot confirmed there were no relevant discrepancies. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [t_multi2_rev1, multipurpose drainage catheter] states the following. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.